Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the approximating lever broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.